Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed under local anesthesia on (B)(6) 2022. Additionally, fiducial markers were placed transperineally during the same procedure. During the procedure, the patient had calcifications in the prostate and the entry way near the apex was reportedly "pretty tight". Hydrodissection was performed successfully with no resistance felt. Imaging was performed and showed a possible misplacement of the hydrogel into the prostate. The gel was also seen at mid gland and the apex, with not much placed in between due to tissue adhesion. There was no patient complications reported as a result of this event and the patient will receive external beam radiation therapy (ebrt).